Event description:
A nurse reported to baxter (B)(4) that during therapy after 60 hours, precipitation was observed between the automatic degassing unit (adu) and the lines before the pre/post dilution pumps, in pre-dilution pump and in predilution line to t-piece. No precipitate observed in bag, automatic degassing chamber or lines from post dilution pumps to blood circuit. Therapy was ended early. There was patient involvement but no patient harm was reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Manufacturing records were reviewed and were found to acceptable. A review of our complaint records confirms that no other similar complaint was received for this batch. No trend identified for this product code or complaint type. Analysis of samples from previous complaints for this issue confirms that the precipitates consist of calcium carbonates. Baxter is actively working to solve the issue and despite having already introduced several mitigation steps, the risk of precipitation has not been totally eliminated. Baxter is currently implementing an additional mitigation that is expected to further improve the safety profile of the product.